Event description:
The customer reported that there was a communication failure error message. This error may cause the system to lockup or not to boot. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supply. The system operates as intended.